Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was severely damaged. The distal side of the stent was pushed proximally and had severely bunched up. The ten most proximal strut rows remained crimped on the balloon and had not moved. The guidewire exchange port was slightly torn. This damage is most likely caused during removal of the guidewire. No issues were noted with the balloon that could have potentially contributed to the complaint incident. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary angioplasty treatment procedure, stent damage occurred. The target lesion was located in a coronary artery. As the 3.50mm x 32mm promus element plus stent was advanced into the 6fr non bsc guide catheter, the stent was caught on the proximal portion of the non bsc guide catheter. Then it was noted that the distal edge of the stent was crumpled. The stent was removed and the procedure was completed using a 3.5mm x 33mm non bsc stent. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary angioplasty treatment procedure, stent damage occurred. The target lesion was located in a coronary artery. As the 3.50mm x 32mm promus element plus stent was advanced into the 6fr non bsc guide catheter, the stent was caught on the proximal portion of the non bsc guide catheter. Then it was noted that the distal edge of the stent was crumpled. The stent was removed and the procedure was completed using a 3.5mm x 33mm non bsc stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).